Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (late 2007).

Event description:
It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. When the delivery system was removed from the pt, the capsule was hanging loosely from it, and then it fell off. No serious injury to the pt was reported.